Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin and jawline with juvéderm® volux¿ xc and juvéderm® voluma¿ xc. Two months later, the patient experienced ¿red, painful, swollen bumps¿ below the jawline. The healthcare professional cut and drained ¿what looked like an abscess¿ and topical antibiotic was given. One week later, the patient returned with the same ¿red, firm bump¿ and another cut and clean was done to the area. A week later, another culture and cleaning were performed. Event is ongoing.